Event description:
It was reported that difficulty removal occurred. The target lesion was located in the renal artery. A 5.00 x 20mm synergy megatron drug-eluting stent was implanted for treatment. However, upon deflation, the balloon experienced great difficulty coming out of the deployed stent. The balloon was unable to be pulled back into the guide catheter. The entire guide and the balloon was removed together from the body. There were no patient complications reported.